Event description:
It was reported that the pt has requested that her scs system be removed for fear its use may trigger a cerebrovascular event. A date for the procedure has not been set. Reference MFR report # 1627487-2010-01430.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.